Event description:
Patient was undergoing exploratory laparoscopy after a motor vehicle accident. Rapid infuser was connected to the central line. IV fluid was hanging on the rapid infuser. Device was turned off and tubing was not clamped. Bag of IV fluid was found on the floor. Blood had backed up through tubing into IV fluid bag.